Event description:
Patient stated "that their pump is malfunctioning and will need a replacement sooner than anticipated". No pt symptoms were reported. The medication being delivered via the pump was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.